Event description:
On (B)(6) 2016 removed impella lvad from patient, it was noted that distal end of catheter had broken and remained in patient's femoral artery. On (B)(6) 2016 12:51- 13:59 arteriotomy performed to remove distal portion. On (B)(6) 2016 at 1400 patient transferred to cardiac ICU. On (B)(6) 2016 at 1520 patient suffered cardiopulmonary code pea arrest and expired.